Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent left extracorporeal shock wave lithotripsy due to kidney stones on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, and organ perforation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2003 and tvt was implanted. It was reported that following procedure the patient experienced urinary urgency and adhesion.